Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, the patient stated that a supply bag was loosely connected. The technical service representative explained the alarm to the patient and assisted the patient in clearing the alarm. The patient would complete therapy with a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a loose connection to a supply bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.